Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our new zealand affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, there was resistance during insertion of the 14f esheath+ and it got stuck. It was then removed, revealing a distal tip split. The team then used a 14f dilator followed by a new sheath set. The patient had medium level calcified leaflets and underwent a 25mm balloon aortic valvuloplasty (bav). There were no vessel complications, and the implantation was successful. The patient is in stable condition.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 14f esheath+ was received with the introducer fully inserted through. The sheath shaft was curved due to storage conditions, the liner was fully expanded, and the distal tip was unopened but split. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, the provided imagery showed calcification and tortuosity within the patients access vessel. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for sheath distal tip split was confirmed based on the evaluation of the returned device and imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as difficulties were encountered inserting the sheath into the patient and CT imagery revealed presence of calcification and tortuosity within patients access vessel. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage if compounded with challenging anatomical factors (e.g. Calcification, tortuosity). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.